Event description:
Customer states while running a control test on the advantage system, she had a result of 0 (result outside meter reading range of 10-600 mg/dl). The customer did not provide the location where the malfunction occurred. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.